Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated that something is broken and the patient was refusing to provide further details because the patient needs to determine if the MRI can be conducted. The caller did not provide any additional information other than something with the ins is broken. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the device was possibly broken. The patient has an appointment on (B)(6) 2019 with a rep. The battery wouldn't charge and they had to put something up to it. The device was off and the patient was not using it. The hcp noted that it would possibly be replaced. No further complications were reported.